Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm found out that the display connector was loose and the stm reseat the display connector as per manufacturer specifications. The stm spoke with the facility biomed to suggest that the user closed that display carefully to not damage internal components. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the display of the cs300 intra-aortic balloon pump (iabp) was flickering. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that while supporting a patient in the intensive care unit (ICU), the cs300 intra-aortic balloon pump (iabp) screen began to flicker. The customer was not able to swap the console, because the only additional iabp at the facility was in the cardiac catheter lab (ccl) and needed to be available in case of emergency st-elevation myocardial infarction (stemi). The customer was suggested to get a rental through getinge services. No adverse event was reported.